Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump passed the dat test at 0.08715 inches. Hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 237 mg/dl at the time of incident and current blood glucose level was 257 mg/dl. Customer did allege insulin pump was under delivering. Customer declined to perform the high pressure test. Customer stated that they received insulin pump had hardware low level failure. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was using auto mode. Customer was performed self test and they did not pass the test and pump error again occurred. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Customer was feel ok to troubleshooting. The insulin pump will be returned for analysis.